Manufacturer narrative:
The customer returned the olympus contaminated endoscope questionnaire for the subject device and provided the following information. No patient infections occurred. The automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd) was not tested. Pre-cleaning steps included flushing all channels (air/water channel, auxilary water channel, balloon channel, and forceps elevator wire channel). No detergent is used during pre-cleaning. The model of the ewd is etd-4 and it is used with olympus detergent and disinfectant during manual cleaning. The endoscopes are stored in the edc drying cabinet. Maintenance and repair is performed by olympus. The endoscope was not sterilized. The subject device was sent to a third party for microbial testing. The results showed microbial contamination of all channels with one (1) colony forming unit of staphylococcus warneri. The subject device was reprocessed a second time and the subject device was tested again. The results were negative for microbial contamination. The device was also evaluated. The findings included the eyepiece ring partially damaged and the insertion part connecting tube is broken. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reprocessing environment was reviewed and it was confirmed the customer did not follow the manual instructions for reprocessing: -detergent was not used at precleaning. -sterilization was not conducted. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to insufficient reprocessing. As stated in the instructions for use, reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device tested positive for microbial growth on (B)(6) 2021 and the results were streptococcus species, eight (8) colony forming units and neisseria species, four (4) colony forming units. Requests for additional information from the customer are in progress.